Manufacturer narrative:
Based on the claim against the product by the customer noting a spark occurred between the monopolar curved scissors (mcs) and maryland bipolar forceps (mbf) instruments, and a black piece from the mbf instrument joint broke off and fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to have thermal damage at the base of the grip. Failure analysis found the primary failure of the grip thermal damage to be related to the customer reported complaint. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The root cause of the thermal damage is attributed to mishandling/misuse. The customer reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Please refer to the reports with patient identifiers (B)(6) for the investigations of the mcs instrument and mcs tip cover accessory that were used in this case. Images of the mbf instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "there appears to be thermal damage to the base of the grip on the bipolar yaw pulley. It is likely that the black piece was a result of the thermal damage observed." The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, it was alleged that a spark occurred between the monopolar curved scissors and maryland bipolar forceps (mbf) instruments. Additionally, the mbf instrument was found to have thermal damage on the bipolar yaw pulley. The thermal damage finding is evidence of electrical discharge at a location other than intended. Furthermore, a black piece from the mbf instrument joint broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer observed a spark between the monopolar curved scissors (mcs) and maryland bipolar forceps (mbf) instruments. The surgeon was pressing the cutting energy pedal to cut with the mcs instrument at the time of the event. The customer noted that a black piece from the mbf instrument joint broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the mbf instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instruments were reportedly inspected prior to use, and no issue was noted. There were signs of thermal damage from the mbf instrument, but the conductor wire insulation was not damaged. The mcs tip cover accessory was installed onto the mcs instrument correctly with an installation tool. Electrolube/other lubricant was not applied to the mcs tip cover accessory prior to the installation. It is unknown if there was damage to the mcs tip cover accessory. A grounding pad was placed on the patient¿s thigh at the time of the event. Arcing was observed at an unknown location from the mcs instrument during the procedure. The surgeon was cauterizing tissue when the issue occurred. The generator settings were cut 3 and coag 3. The mbf and prograsp forceps instruments were also in use at the time of the event. The jaws of the instrument did not come in contact with any other objects when the issue occurred. The mcs instrument and mcs tip cover accessory are not available for return to isi for evaluation. No photographic images of the mcs instrument and mcs tip cover accessory or a video recording of the procedure are available. The customer also observed sparks at the joint of the mbf instrument while energy was activated from the mcs instrument. The mbf and mcs instruments were close to each other during energy activation. A black carbonized debris from the mbf instrument fell inside the patient and was retrieved with a laparoscopic suction irrigator instrument. The customer confirmed all fragments were retrieved by matching the fragment to the mbf instrument, and it was a good fit. No additional surgical procedure was required. The customer continued and completed the procedure successfully.